Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. Troubleshooting was performed and the programming was correct. The insulin pump passed the prime test. Nothing further was reported.